Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) had a system over temperature. Customer states he shut the pump off and rebooted and it is now running as expected. Minimal downtime is reported and no harm to patient is suspected. Referred customer to cardiosave manual regarding an over temperature. Customers states the iabp was switched to another device and taken to biomed for service.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Getinge representative advise him from the cardiosave manual which states system over temperature. The system has detected an over temperature condition. Turn the iabp off by pressing and holding the green iabp power button, located on the back panel, for 2 seconds. Wait 10 seconds. Turn the iabp on by pressing and releasing the green iabp power button. If the alarm message persists, switch to another maquet iabp if available and contact maquet service. Alarm attributes:operation mode: all, trigger source: all detailed cause: an over temperature condition has been detected in the compressor assembly. System response: system is disabled and pneumatic module is vented to atmosphere / iab deflated. Reset: attempt to clear by cycling power off and on. Getinge representative has already cleared by cycling the power and agrees to switch to another pump if the message comes back. Percussionist came and swapped out the pumps and took the pump to biomed for service. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it. There is no further information available.